Event description:
It was reported that the ventricular lead dislodged and the patient was becoming symptomatic. The lead was removed and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 39.5 - 40 cm from the connector pin, due to friction with another device. The proximal coil was exposed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.